Event description:
It was reported by the customer that pyxis medstation es system smart remote manager temperature was too high. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager temperature was too high. A field service engineer successfully removed the back and top panels without encountering any issues. After powering down the necessary systems and relocating the refrigerator to isolate the area, it was noted that a beeping sound was emanating from the sharps container mounted on the wall. The system functioned as intended after the field service engineer troubleshooted the device.